Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-jul-2023. H6: investigation summary: the customer returned (1) 0.5ml 29ga syringe, reporting damaged stopper. The syringe was visually inspected and observed deformation on the stopper. Based on the sample returned, embecta was able to confirm the customer-indicated failure. Due to unknown batch number, no DHR can be completed. Based on the sample received, embecta was able to duplicate or confirm the customer-indicated failure. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the stopper of the plunger had deteriorated and was deformed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the stopper of the plunger had deteriorated and was deformed.